Event description:
It is reported that the patient was revised due to the tibial component loosening. Also reported is that there was posterior subsidence.

Manufacturer narrative:
This report will be amended when our investigation is complete.